Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: h6 (investigation conclusions).

Event description:
N/a.

Manufacturer narrative:
Product was not returned so an exact cause of the issue could not be identified. However, based on our investigation, a inner lumen clot can occur due to one or more of the following probable causes are as clotted inner lumen is a blockage of the catheter¿s inner channel, and it is typically caused by blood clot (thrombus) formation within that lumen. When the inner lumen becomes occluded by a blood clot, it can no longer transmit accurate arterial pressure. The inner lumen of an iab catheter serves the purpose of monitoring the arterial pressure waveforms. Causes of clotted inner lumen are inadequate flushing of the inner lumen, kink in the inner lumen, iab remaining inactive/standby for more than 30 minutes.

Event description:
A complaint was received via a direct call to the emergency support program. A nurse reported that the inner lumen of a sensation plus 7.5fr. 40cc intra aortic balloon (iab) catheter was no longer flushing and could not be aspirated, with no blood return while in standby. The fse advised inner lumen was no longer patent and should be treated as such per hospital policy. No patient harm or injury was reported.